Manufacturer narrative:
Concomitant: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 74002, lot# n240204, implanted: (B)(6) 2010, product type adapter; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3998, lot# lb8077, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
Additional information reported the patient previously had severe pain at his implantable neurostimulator (ins) site and in his right hip in early (B)(6) 2013. It was noted the pain occurred prior to infection. It was stated the patient went to the hospital ¿to get injections¿ and also got a mrsa infection. It was noted the patient was treated with antibiotics. A bone scan was performed and showed inflammation around the patient¿s ins. It was stated a manufacturer representative (rep) checked the ins while the patient was at the hospital and found that it was ¿fine.¿

Event description:
It was reported there was an infection. It was unclear whether or not the implant was due to the stimulator implant or the valve implant. Patient woke up a couple days prior and they had pain in their stimulation area in the back by the stimulator. The pain continued to get worse and they had pain shooting to the right hip and down their leg. It was noted the pain continually got worse. The patient turned off the stimulation and the pain continued. The patient¿s blood pressure dropped and they were admitted to the intensive care unit. They did blood cultures and found the patient had a staphylococcus infection. Patient had not been treated by the health care professional since 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 74002, lot# n240204, implanted: (B)(6) 2010, product type: adapter. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# lb8077, implanted: (B)(6) 2004, product type lead.

Event description:
Additional information was received from the patient, reporting that they had an unrelated open heart valve replacement (aortic mechanical valve/triple bypass surgery) in (B)(6) 2011. It was then reported that in (B)(6) 2013, they had developed a blood infection/sepsis. The patient then went to the hospital/ICU and had treatments. It was reported that they had an increase in pain since then. It was reported that the infection reared itself again in 2014 and was now a skin infection (last three years). The patient stated that it may involve bacteria and they can¿t get rid of it. The patient was redirected to follow-up with their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: : product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 74002, lot# n240204, implanted: (B)(6) 2010, product type: adapter. Product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3998, lot# lb8077, implanted: (B)(6) 2004, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that he had been cleared by his dermatologist and does not show signs of staph infection on his skin. No further complications were reported/anticipated.